Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2014 with the following findings: the display was faded and pink. There was visible moisture in the display. There was no moisture in battery compartment or on cap. The leak test failed due to pump case crack. Case cracked upper right between the lens and case seal. Evaluation revealed that there was moisture on display. The moisture and corrosion on display flex cable. Corrosion and moisture on multiple interior surfaces. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a dim/fading/colorspctrm with moisture issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.